Manufacturer narrative:
The device involved in this event will not be returned for eval as it was implanted in the pt. (B)(4).

Event description:
It was reported the pt had a multilobed acom aneurysm and was treated with pipeline on (B)(6) 2011. On (B)(6) 2011, the pt was found non responsive and has an ipsilateral parenchymal stroke with a focal point on a3 which is well past the site of the aneurysm. Upon review, the physician thought it was plavix related or guidewire perforation as the stroke was past the site of the aneurysm. Craniotomy was performed to relieve pressure on the brain and the pt was placed back on plavix. Subsequently, the pt had another stroke in the same area and later expired.